Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis and neurologic deficits including stroke as potential complications associated with use of the device.

Event description:
It was reported that two days post-implantation of the fred jr. To treat a dissecting aneurysm in the left middle cerebral artery (mca), the patient developed hemiplegia and thrombosis of the fred was identified. Actylise was administered and symptoms have improved. There was no reported malfunction of the fred jr. Device.